Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. However, lot number was not visible on the returned device. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear in the anterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with a 200cc mentor smooth round moderate profile and experienced left side deflation postoperatively. The patient underwent bilateral explantation and replacement with catalog number smpx350; serial number (B)(4) on the left side, and with catalog number smpx370; serial number (B)(4) on the right side on (B)(6) 2020.